Event description:
It was reported that during l4 & s1 lead replacement procedure (related manufacturer reference numbers: 1627487-2024-09764 & 1627487-2024-09941), the l4 lead was unable to be removed from the anatomy. The lead was left in the patient.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.